Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump displayed dim segments. There was no patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on the returned board. The returned board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Testing results identified the returned lvp display board assembly exhibited dim segments. Device inspection: physical inspection was performed, and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 10aug2017. A review of the device service history record was performed beginning from the date of manufacture to the present date17nov2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only an lvp display board assembly was provided for the investigation.

Event description:
It was reported that the large volume pump displayed dim segments. There was no patient involvement.